Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular lead was placed, it was noted that the lead exhibited high capture threshold, high pacing impedance, and diaphragmatic pacing. The lead was attempted to be repositioned, but the screw could not be retracted. The lead was capped and replaced. The patient was in stable condition and was in recovery.